Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with complaints of shortness of breath and weakness. The patient's hemoglobin and hematocrit upon admission were 5.0 g/dl and 17.3%. Patient was transfused 2 units of packed red blood cells and hemoglobin/hematocrit did not improve much after the transfusion so the patient was given 2 additional units of packed red blood cells the following day. Gastrointestinal team was consulted and recommended a video capsule endoscopy which occurred on (B)(6) 2020. The patient had 2 bleeding arteriovenous malformations and 3 nonbleeding arteriovenous malformations. The patient had a double balloon endoscopy on (B)(6) 2020 that showed one single polyp that was resected. The patient had no further issues and was discharged home on (B)(6) 2020 with an hemoglobin/hematocrit of 7.2 g/dl and 24.3%.